Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker's readings initially failed, raising concern that the patient's heart rate was dropping when the wand was applied. Further clarification showed the pulse was unaffected, and the issue was due to monitor interference. The consult could not read, the system flipped into programming mode and troubleshooting included unplugging and re-plugging the wand. The device remains in service. No adverse patient effects were reported.